Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ventilator was replaced. No repair information provided.

Event description:
The hospital reported an internal error which could cause a loss of mechanical ventilation. There was no report of patient involvement.